Manufacturer narrative:
This report is submitted on february 28, 2022.

Event description:
Per the clinic, the device was explanted on (B)(6) 2022 due to infection at implant site. There are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient was treated with IV antibiotics (date and duration not reported). This report is submitted on april 18, 2022.